Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The sibling of the patient reported the patient expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.